Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy, was instructed to put pump into storage mode before returning it, to program pump settings and reconnect continuous glucose monitor on replacement pump.